Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach at the first ri b/clavicle location while in vivo.

Event description:
The right ventricular lead was prophylactically replaced due to an upgrade. The right atrial lead was noted to have noise that was able to be reproduced. The right atrial lead was explanted and replaced. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.